Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if additional relevant information is obtained.

Event description:
It was reported the filter of a 0.22 micron extension set leaked at the female luer during infusion of a chemotherapy drug. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.